Event description:
It was reported that passive hold in the wiredriver mic-mtrc 1-4mm was malfunctioning and the gearbox was noisy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. Review of the most recent repair record determined passive hold malfunctioning and noisy gearbox; unit scrapped. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Review of complaint history identified no additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause has been identified as component failure from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.